Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to the circuit board failure. In addition, there was a case that the power button didn't light up. The signs on this monitor indicated that it had been disassembled by the 3rd party and a large number of unprofessional screws were used inside. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred due to the circuit board failure. The cause of the circuit board failure could not be identified, but it might be due to the abnormal repair by a third party.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, there was no image. The facility finished the case with the same device. There was no report of patient injury associated with the event. The subject device was used in combination with cv-190.